Event description:
It was reported when the patient presented in clinic for follow-up, the device had prematurely depleted. The estimated remaining longevity of the device was 0-0.25 year. During previous check, sufficient battery longevity was confirmed. It was also noted that the ventricular pacing could not be captured as actual output was not detected due to a drop of the battery capacity. The device was explanted and replaced. There were no adverse consequences to the patient prior, during and post procedure. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device was received in eri. Analysis was normal. No anomalies were found.